Manufacturer narrative:
The glidescope gvl stat 3 was returned to verathon for evaluation. A verathon representative evaluated the returned gvl stat 3 and confirmed the reported missing tip and lens issue; the unit broke at the window location. The end of the stat was found broken off inside the packaging. A visual inspection of the stat was performed and no obvious sign of stress was observed. The pouch showed minor signs of damage; there was a small tear on the clear side of the pouch. The backside of the pouch did not show any signs of damage other than a small area near the bottom of the pouch where the lettering was worn off. It is unknown if the damage to the pouch occurred before the stat was opened for use or during the return shipment of the damaged stat. Due to contamination, the device was not forwarded to the contract manufacturer for further evaluation, however pictures and a video of the device were provided to the contract manufacturer. The molded batch records were reviewed and all ips were found to pass all inspections, including standard load testing. The contract manufacturer and verathon were unable to definitively determine a root cause for the break observed. No corrective action is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
Though the glidescope gvl stat 3 has been received by verathon, it has yet to be evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl stat 3, it was noticed that the tip of the stat had broken off in the package but wasn't recognized until the gvl stat 3 had already been inserted into the patient's mouth. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.